Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in the calcified posterior tibial artery. A 300cm angled tip v-14¿ controlwire® was advanced however, the device broke off and was detached along the lesion area. The detached component was not retrieved due to total occlusion of calcium in the vessel. The fragment of the broken wire was too short to try to remove with some snare or other removing device. Subsequently, revascularization of the arteries below the knee and plantar arch was performed. The procedure was completed with another of the same device. No patient complications were reported and the patients' status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Unit returned with its original box labeled. The unit returned is kinked and stuck inside of a non bsc device, as part of overall visual revision. The device has a kink on the body. The outer diameter (od) of the middle of the device and proximal section were within specification; however, the overall length and the od of the distal tip could not be performed due to device was stuck. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in the calcified posterior tibial artery. A 300cm angled tip v-14 controlwire was advanced however, the device broke off and was detached along the lesion area. The detached component was not retrieved due to total occlusion of calcium in the vessel. The fragment of the broken wire was too short to try to remove with some snare or other removing device. Subsequently, revascularization of the arteries below the knee and plantar arch was performed. The procedure was completed with another of the same device. No patient complications were reported and the patients' status was fine.